Manufacturer narrative:
Device history record review. Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method code(s): device work order search results code(s) a device work order search was performed and no similar complaints were found within the work order. Conclusion code(s) based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai 24.00 diopter preloaded injector. After opening package and preparing to inject the viscoelastic material, foreign substance was found on the right side of the stopper. There was no patient contact. The lens was not implanted and there were no adverse events reported.